Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport isp MRI 6cf int w sp, att, sl. Prior to the procedure, opening the package, the paper packaging material was found to be partially yellowed. Three such occurrences were noted, and in one case, the discoloration faded two days after the package was opened. The procedure was completed with an alternative device. There was no patient contact.